Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the batteries were draining quickly, and received a low battery alert, an off no power alarm, a weak battery alarm, and a failed battery test alarm. The customer's blood glucose level was 400 mg/dl. The customer stated she needed to buy new batteries to insert into the device. Nothing was replaced or returned for analysis.